Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch, reference number 5950008, lot number huaq2096 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016, the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch, reference number (B)(4), lot number huaq2096 was implanted to repair the hernia defect. On (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: on (B)(6) 2016, patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #1). Per operative notes, ¿loop of bowel adherent was reduced and freed from hernia. The bowel appeared to be intact. A ventralight st mesh using echo ps (device #1) was placed into the abdomen and tacked.¿ on (B)(6) 2016, patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device #2). Per operative notes, "the hernia sac was opened. There was some bowel adhesed up to the lateral inferior aspect where the mesh was placed. Ventralight st mesh using echo ps (device #1) was not removed as it was found to be intact and well incorporated. A ventralex st mesh (device #2) was placed into the abdomen and sutured." On (B)(6) 2017, patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralight st mesh (device #3). Per operative notes, "dissection was carried down to the mesh and freed up the anterior aspect of the upper portion of the mesh. Hernias were identified. Mesh was completely freed up and then got into the abdomen. The small bowel was completely reduced and adhesions up to the anterior abdominal wall were taken down. Prior mesh was not removed as it was well incorporated and used that as the lower portion of repair. Vest-over-pants technique was used. A ventralight st mesh (device #3) was used for repair and sutured." Attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex st, patient was diagnosed with adhesions and hernia recurrence thereby underwent hernia repair. The instructions-for-use supplied with the device list adhesion as a possible complication. This supplemental emdr represents the ventralex st (device #2). An additional emdr was submitted to represent the ventralight st w/ echo (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.